Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor issues and needed new ones. The customer had to take out sensors for lost sensor alarm, calibration error alarm, and change sensor alarm. The customer would also get inaccurate readings. The customer had been having fluctuating blood glucose levels. The customer had experienced a low blood glucose level of 48 mg/dl. The customer drank juice and ate chocolates to treat the low blood glucose. The customer declined troubleshooting. The customer was sent two replacement sensors.